Manufacturer narrative:
On october 14, 2020, mentor became aware that the replacement catalog number was 3501650, and serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, photo evaluation was completed. During a visual evaluation of the picture no apparent damage or visual anomalies were observed in the product. As the product involved in this complaint was not received, the device could not be analyzed according to the procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of explant and exchange with a new mentor saline implant is (B)(6) 2020. Hence, explantation date under field d7 has been updated to (B)(6) 2020 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent revision breast augmentation with a 325cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2020.

Manufacturer narrative:
On september 21, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 28, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device, consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).